Event description:
It was reported that: "patient complained of weird sounds in his hip. Came into surgeon to get an x-ray of his hip. Surgeon saw femoral head had disassociated from femoral stem and scheduled surgery to replace stem and head. Surgeon also decided to replace poly insert also."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.